Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 460 (mg/dl). A pump bolus and manual injections were delivered to address bg levels. Reportedly, the customer attributed their elevated bgs to an issue with their liver; however no detailed information was given. Recommendation was made to consult with their health care provider to discuss diabetes management.